Manufacturer narrative:
(B)(4). The service engineer verified the malfunction and replaced the graphic user interface (gui) central processing unit (cpu).

Event description:
It was reported that the ventilator had an inoperable graphic user interface (gui) display. The ventilator was not in patient use at the time.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.